Event description:
The customer reported when the unit sits for a while the battery needs to be reseated to power up the device.

Manufacturer narrative:
(B)(4). The customer reported when the unit sits for a while the battery needs to be reseated to power up the device. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.